Manufacturer narrative:
Emdr section h6, codes c19 and d15 updated to reflect results of product evaluation. Evaluation summary. There was no visible damage to the returned components. The first deployment knob, second deployment knob, and endoprosthesis, were not returned for evaluation. Based on the findings from this evaluation the reported failure mode of ¿the branch portion failed to deploy¿ could not be confirmed. The likely cause cannot be determined with the available information or returned components.

Manufacturer narrative:
H6: a review of the manufacturing records for the device verified that the lot met all pre-release specifications. Imaging evaluation: the images received cannot be used to perform a full imaging evaluation because they do not meet the dicom standard. The extent and accuracy of the observations and findings may be limited due to the completeness, format and/or quality of the images provided for review. Gore cannot guarantee all key findings have been captured or that the findings are accurate. The imaging evaluation performed by a clinical imaging specialist showed the following: ¿ one radiographic jpeg image provided for evaluation. ¿ no name, date, or demographics on the image. ¿ cannot manipulate the image in any way. (Window leveling, rotating, etc.) ¿ cannot provide diameter or length measurements with jpeg images. ¿ jpeg image shows a portion of the stent graft trunk ipsilateral leg c3 at the flow divider remains constrained. ¿ the ipsilateral leg appears to be deployed. ¿ the contralateral gate (@ the gold band) appears to be open. ¿ cannot confirm blockage of blood flow without contrast. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
The following information was reported to gore: on (B)(6) 2025, this patient underwent endovascular treatment for an internal iliac artery aneurysm using gore excluder aaa endoprostheses, and gore dryseal flex introducer sheath as an accessory. During the primary deployment of the trunk ipsilateral leg (rlt261418j), just below the renal artery, the proximal and distal ends deployed; however, the branch portion failed to deploy. There was no resistance when the physician pulled the transparent knob, and the branch portion remained undeployed. An attempt was made to cannulate from the contralateral gate side, but it was not possible to pass through the branch portion. Angiography from the distal side revealed a blockage of blood flow at the branch. Subsequently, the gray deployment knob was pulled to deploy the ipsilateral leg; however, the branch portion remained undeployed. The physician was eventually able to remove the delivery catheter by gently withdrawing it. A mob balloon was used to expand the branch portion, and both the ipsilateral and contralateral sides fully deployed as if they had been released, and the procedure was continued as planned. The physician¿s comment: ¿it is possible that the branch portion was caught due to a thrombus, but since it was an unusual movement, I also suspect a malfunction of the device itself. Additionally, there was resistance while inserting the catheter into the 16fr sheath.¿